Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's buttons were less responsive, had to press harder and multiple times to activate. The customer¿s blood glucose was unknown. The customer declined to report to 24 hour technical support. Customer stated that battery life diminished to 2 weeks. Casing was cracked around reservoir opening, crack in casing at up and down button, crack on screen, rewind was slower, loud grinding noise sounds like it was laboring and about to die. Customer noticed that the plastic chipped off when they removed reservoir, reservoir can be lose and had fallen out. Customer stated that the insulin pump received random no delivery alerts and they will rewound and start over and stated that if that does not work, they will change set, the insulin pump will not be returned for analysis.